Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from an undefined location. Additionally, it was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 300 units of insulin during the load sequence and that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose level was 425 mg/dl.